Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that the device was getting hot during set up at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
It was reported that the device was getting hot during set up at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.